Event description:
Title: ligament augmentation with mersilene tape reduces the rates of proximal junctional kyphosis and failure in adult spinal deformity. The objectives of this study was investigate prevention of proximal junctional kyphosis (pjk) and failure (pjf) following adult spinal deformity (asd) surgery utilizing a novel technique of posterior ligament augmentation with polyester fiber tether. This study evaluated adult spinal deformity (asd) adult patients who underwent posterior decompression and instrumented fusion from the thoracolumbar junction (t9¿l1) to the pelvis from 2011¿2017. A total of 43 subjects were evaluated, including 20 without and 23 with ligamentous augmentation. Patients who underwent surgery between 2011 and 2015 were part of the nonaugmented group whereas patients who underwent surgery between 2016 and 2017 were part of the augmented group. Mersilene tape ethicon was used. Reported complications included revision surgery within 2 years of surgery (n=7), fracture (n=8), symptomatic proximal junctional kyphosis (n=1), hook pull-out (n=7). In conclusion novel ligament augmentation technique utilizing polyethylene tape is an effective technique to slow progression of the pja and lower the risk for proximal junctional disease in asd surgery.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? What surgical or medical intervention has been performed? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via 2210968-2022-00545 and 2210968-2022-00547. Citation: eric o. Klineberg https://orcid.org/0000-0003-1408-106x.